Event description:
It was reported that the patient died (B)(6) after the implant of an implantable cardiac defibrillator. While inpatient at the hospital, the patient had non-sustained ventricular tachycardia, was externally cardioverter, and cardio-pulmonary resuscitation was performed. A lead integrity alert was triggered for the nst and high short interval counts on (B)(6) and after CPR was performed. There was a report that the right ventricular lead may have been dislodged as a result of the CPR. The patient has a history of heart failure. No autopsy was performed. The cause of death has been reported as vt/vf in combination with heart failure.

Event description:
.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient died seven days after the implant of an implantable cardiac defibrillator. While inpatient at the hospital, the patient had non-sustained ventricular tachycardia, was externally cardioverted, and cardio-pulmonary resuscitation was performed. A lead integrity alert was triggered for the nst and high short interval counts on the day of death and after CPR was performed. There was a report that the right ventricular lead may have been dislodged as a result of the CPR. The patient has a history of heart failure. No autopsy was performed. The cause of death has been reported as vt/vf in combination with heart failure.

Manufacturer narrative:
Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. The results were that the save to disk pdd file (B)(4).pdd provided was not useable, no s2d analysis data was reviewed. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report. Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): we did receive performance data collected from the device and have analyzed the data. Save to disk analysis did show a patient alert for lead failure predictor on (B)(4) 2011 which is the day of death. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4) : we did receive performance data collected from the device and have analyzed the data. The results were that the save to disk pdd file (B)(4). Pdd provided was not useable, no s2d analysis data was reviewed. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.